Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock (n35c) had a deformed n35j part that could not connect with the spike set. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd phaseal injector luer lock (n35c) had a deformed n35j part that could not connect with the spike set. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
One sample was received for evaluation by our quality engineer team. Through inspection of the sample, the injector was observed slanted which prevented proper engagement and disengagement. As a lot number was unknown for this incident, a product history review could not be performed and additional retained samples could not be investigated. If a poor alignment occurs within the assembly machinery during the manufacturing process, the cannula of the injector may be introduced on an incline, resulting in a non-functional product. A quality project was opened in (B)(6) of 2016 to adjust the manufacturing stations to prevent this occurrence. As a lot number is unknown, it is not possible to identify whether the product in question was produced before or after the adjustments were made. Complaints received for this device and defect will be monitored by our quality team for emerging trends.